Event description:
During a coronary artery drug eluting stenting treatment procedure, difficulty crossing a lesion was encountered and a dissection occurred near the target lesion. The 95% stenotic and calcified lesion in the right coronary artery (rca) was predilated 7 times with a 2.5 x 15 mm balloon (unknown balloon type) at 6, 6, 2, 2, 6, 6 and 12 atms. After predilation the physician attempted to cross the lesion with a taxus express2 8.8% 2.5 mm x 24 mm stent. However, the taxus stent would not cross the lesion, so the physician removed the device from the pt. After removing the taxus stent the physician noticed a dissection near the target lesion. The physician then decided to successfully deploy a driver stent to overlap the dissection and target lesion. No further intervention was needed. The procedure was successfully completed using a driver stent. It is noted the pt had the lad stented the next day. Pt status is reported as "satisfactory/good."